Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver reboots when the center button is pressed. The receiver was returned for investigation. An external visual inspection was performed and the receiver passed. The receiver charge and boot test was performed and the receiver passed. The device log was downloaded and no data was present within the investigation window to review. The functional test was performed and the receiver passed. A manual button test was performed and the receiver operated normally and did not reset when the buttons were pressed. Confirmation of the complaint could not be determined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Com- (B)(4).